Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the impactor head component is discolored / nicked / gouged and the bolt component is loose. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was retained at the hospital. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during knee arthroplasty, the surgeon and nurse identified that the femoral/tibial impactor was significantly worn and cracked, causing concern that the device could not be sufficiently sterilized. No adverse events were reported as a result of this malfunction.